Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient had difficulty charging the scs ipg. Reportedly, the recharge burden was due to ipg flipping in the pocket. As a result, patient underwent a surgical procedure on (B)(6) 2018, wherein ipg was explanted and replaced. Effective therapy was restored post operatively.